Event description:
Additional information was received from a healthcare provider (hcp) on 2016-dec-23. The hcp stated that they did not think that the altered mental status had anything to do with her intrathecal (it) spinal infusion pump medications. The hcp stated that the daily doses of it medications were not changed during the last refill on (B)(6) 2016. In fact, the hcp decreased the concentrations of it clonidine and baclofen daily maximum doses of these medications were decreased during the last refill. The hcp did not receive the patient¿s medical records from the hospital as requested. The actions/interventions taken were holding all oral medications and a decrease in the pump infusion rate by 10%. The cause was stated as most likely the patient took larger than prescribed doses of oral medications that she takes on a as needed basis. She was on carisoprodol ½ tablet 350 ug up to four times per day, alprazolam 1 mg up to 3 tab/day and hydromorphone up to 3 per day. The altered mental status was resolved and the patient was discharged from the hospital after a 24 hour hospitalization. The patient was receiving 30.0 mg/ml hydromorphone at a dose of 6.996 mg/day, 1900.0 ug/ml clonidine at a dose of 443.1 ug/day, 2400.0 ug/ml baclofen at a dose of 559.7 ug/day, and 30.0 mg/ml bupivacaine at a dose of 6.996 mg/day. The patient activated doses were 0.250 mg hydromorphone, 15.8 ug clonidine, 20.0 ug baclofen, and 0.250 mg bupivacaine. The concentration of clonidine was changed to 1800.0 ug/ml with a new dose 419.8 mcg/day and the concentration of baclofen was changed to 2200.0 ug/ml with a new dose of 513.0 ug/day on 2016-dec-19. The patient activated doses were changed to 0.220 mg hydromorphone, 13.2 ug clonidine, 16.1 ug baclofen, and 0.220 mg bupivacaine.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving clonidine at a dose of 419.8 mcg/day, bupivacaine 6.996 mg/day, baclofen at a dose of 513 mcg/day, and dilaudid at a dose of 6.996 mg/day via an implantable pump for non-malignant pain and failed back syndrome- other. The concentrations of the medications in the pump were unknown. It was reported on (B)(6) 2016 that the patient came in that morning for altered mental status. It was noted that the patient had an increase in her pain pump medications on monday ((B)(6) 2016) by her managing hcp. The reporting hcp believed the pump had already been interrogated but he would like to have a representative to come out and help with another interrogation and to have the dose decreased. It was indicated that the patient¿s current status was patient hospitalized.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.